Event description:
Cue health customer success manager reported false positives on behalf of customer who reported on behalf of employees. See related cases for additional reported false positives by customer. Individual 2 received a false positive result using the cue covid-19 test for home and over the counter (otc) use with cartridge lot 22502j. The individual tested negative following the false positive result; negative test date and test manufacturer is unknown. No further information available including date of occurrence, patient specific information, or cue reader serial number.

Manufacturer narrative:
The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Technical operations tested retain cartridges and customer returned cartridges. The investigation concluded that the issue could not be reproduced with retains but was reproduced with the customer returns. Although, the false positive was reproduced through testing of customer returns, root cause could not be determined.